Event description:
Related manufacturer reference number:2017865-2022-14015. It was reported that during initial implant procedure, patient's new right ventricular lead exhibited loss of capture. It was also noted that the lead helix exhibited rotational anomaly due to which the lead could not be implanted. Therefore, the physician elected to remove that lead and place a new lead. The new lead helix also exhibited rotational anomaly. Therefore, the physician elected to remove that lead during procedure on (B)(6) 2022. The patient's status was unknown.

Manufacturer narrative:
Further information was requested but not received.